Event description:
It was reported that this right ventricular (rv) lead was not capturing but the patient was not symptomatic at the time. The field representative saw the patient in clinic and found after rv loss of capture (loc) rv auto was subsequently turned on. No loc has been observed after rv auto was programmed on. The health care professional will continue to monitor. In addition, ts found an increase in capture thresholds. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not capturing but the patient was not symptomatic at the time. The field representative saw the patient in clinic and found after rv loss of capture (loc) rv auto was subsequently turned on. No loc has been observed after rv auto was programmed on. The health care professional will continue to monitor. In addition, ts found an increase in capture thresholds. Additional information from the field representative provided there was no loc on this rv lead. The device was reprogrammed per provider preference. This rv lead remains in service. No adverse patient effects were reported.